Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that there was poor communication (poor communication screen) when using their programmer. They also noted that they were unable to communicate to the implantable neurostimulator (ins) using the recharger unit. The last time the patient felt the stimulation or had a successful charging session was unknown. At first the patient indicated that it was (B)(6) 2015 but then stated they just recharged the implant 1.5 weeks ago. The reason for not charging was that the patient had back surgery. The patient was going to follow up with their healthcare professional. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.